Event description:
The gastrointestinal lab uses steris scope washers to clean and disinfect the colonoscopes after use. Each month scopes are randomly cultured to ensure that cleaning is appropriate. The cultures have always been negative. The december cultures were all negative. After the december cultures were done new trays were installed into the steris machines. The connectors for the colonscopes were different. The trays were designed for olympus scopes and hosp uses pentax scopes so the caps were retrofitted to work with the pentax scopes. The connectors are made to close off the inner chambers of the scope not flush the inner chambers as was the case with the old trays. However, the cycles completed successfully. The sales representative assured the staff that the scopes would still be adequately cleaned as before and that the inner chambers would still be flushed out. The january cultures were sent when due and came back positive. All scopes have since been cultured and those results are pending.